Event description:
A stapler malfunctioned during laparoscopic partial nephrectomy. The stapler cut but failed to deploy the staples, resulting in a vascular injury requiring add'l info. MFR# 3005075853-2016-01465.